Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient communication received. As verbalized by the patient, "I have a depuy attune knee replacement that is now loose. I have had 3 orthopedic doctors examine my knee and all of them state that it is loose. Tibial loosening is what the last surgeon has said is wrong with my knee and that it has to be revised. I am experiencing daily pain because of it being loose."

Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.